Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The root cause of the reported problem was determined to be an electrical short between pins 5 and 9 on a diode, designator cr30 on the therapy pcb assembly. This failure impacted the device's ability to provide both pacing and shock therapy. After replacing diode cr30, all the therapy functions were testing, performing properly. The customer received a replacement device.

Event description:
It was reported by the customer that the device had logged a service error code indicative of a failure of the h-bridge on the therapy pcb assembly and may represent a failure of the device to deliver appropriated defibrillation energy. There was no report of patient use associated with the reported event.